Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the stuck button alarm. Customer¿s blood glucose was 399 mg/dl at the time of incident. Customer states they did press a button down for 3 minutes or longer. Customer states they were not able to clear the alarm. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.